Manufacturer narrative:
No report of patient involvement. Unique device identifier - (B)(4). A ge healthcare service representative performed a checkout of the equipment and replaced the anesthesia control board.

Event description:
The hospital reported the unit had a reset error. There was no report of patient involvement.